Event description:
On (B)(6) 2010, the primary surgery (posterior fixation for th12 fracture) was performed. On (B)(6) 2010, it was found by the x-ray that the two screws at bottom were backed out. Also, the surgeon found that the patient fell to the ground and hit his bottom at some point on the dates between (B)(6) and (B)(6). The patient has no pain or complication due to the event, thus he is wearing a corset at this moment and on monitor.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.